Event description:
It was reported that this patient implanted with a subcutaneous implantable cardioverter defibrillator (s-ICD) underwent a ventricular tachycardia (vt) ablation procedure. During the procedure, the patient went into ventricular fibrillation (vf). A health care professional (hcp) attempted to deliver a shock through the implanted device by pressing the shock button on this programmer. However, the programmer displayed a message that there were no stored s-ecgs for the patient and shock therapy was not delivered. External rescue was delivered to terminate the rhythm. Further review was performed by a local field representative and determined that the programmer lost telemetry with the s-ICD and resulted in the inability to deliver the shock command to the s-ICD. This product remains in service. No additional adverse patient effects were reported. It was reported that the programmer was later returned with no additional information related to the previous reported clinical observations.

Event description:
It was reported that this patient implanted with a subcutaneous implantable cardioverter defibrillator (s-ICD) underwent a ventricular tachycardia (vt) ablation procedure. During the procedure, the patient went into ventricular fibrillation (vf). A health care professional (hcp) attempted to deliver a shock through the implanted device by pressing the shock button on this programmer. However, the programmer displayed a message that there were no stored s-ecgs for the patient and shock therapy was not delivered. External rescue was delivered to terminate the rhythm. Further review was performed by a local field representative and determined that the programmer lost telemetry with the s-ICD and resulted in the inability to deliver the shock command to the s-ICD. This product remains in service. No additional adverse patient effects were reported.